Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight of the device within specification and crease folds. After autoclave cycle cloudy color in the gel was observed. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported left side "any creases." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.